Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation; however, no root cause could be determined.

Event description:
A customer reported to baxter that a bent spike of the transfer set was found during connection by a clean flash. There was patient involvement but there was no patient injury at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a damaged spike of a transfer set was confirmed during the sample evaluation. One used partial set was received with no cap (loose in pouch) on spike and no patient connector in reference to damaged. Partial set was visually inspected and noted that the tip of the spike was bent inward. This condition is not seen at mountain home during assembly. This product is manually assembled by operators performing a 100% pressure test inspection. No exceptions for this type of condition have been noted for 2007-2011 in mountain home exception management system.